Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt's wife reported the pt changed the insulin cartridge on (B)(6) 2010, and his blood glucose was ok. On (B)(6) 2010, his blood glucose measured over 20 mmol/l (360 mg/dl) and he felt very sick with extreme heart beats and he collapsed but did not loose consciousness. His wife called the doctor and the pt was taken by ambulance to the hospital where he was treated until (B)(6) 2010. When he was released from the hospital, he reconnected to the infusion device. On (B)(6) 2011, the pt "closed" the infusion tubing with his fingers and bolused 9 units of insulin and the infusion device delivered the bolus and no e4 (occlusion) error was displayed. The pt believes the infusion device does not correctly display the e4 error. His normal blood glucose range is 4.5-6 mmol/l (81-108 mg/dl). No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.